Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the left side arm rest has fallen down and won't stay up. He alleges he was getting out but started to fall so I put a little too much pressure on it and me and it allegedly fell to the floor.

Manufacturer narrative:
Provider went out and repaired unit. No parts were required to repair. Unit is working properly.

Event description:
Consumer alleges the left side arm rest has fallen down and won't stay up. He alleges he was getting out but started to fall so I put a little too much pressure on it and me and it allegedly fell to the floor.